Event description:
The customer reported that the subtraction feature was not working. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.